Manufacturer narrative:
No conclusion can be made. Based on the investigation activities performed, the review and analysis of all available information fails to indicate a definitive root cause. As reported the facility has retained the sample, however has not returned the sample for evaluation at this time. The most likely cause of the detachment of the anchor is related to forces applied during use. As reported the defect was pre-sutured which would likely add increased resistance while pulling the inflation assembly up through the abdominal cavity. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in june, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided and/or the sample is returned for evaluation, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that on (B)(6) 2018 the patient underwent robotic repair of a ventral hernia. The defect is reported to have been pre-sutured and a bard ventralight st w/ echo ps was being used for the repair. As reported the yellow anchor attached to the echo ps inflation tube became stuck in the patients tissue. It is reported that an additional incision was made and the surgeon was able to remove the yellow anchor.